Event description:
An aneurx stent graft system was implanted for the treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. Currently the vessel morphology was reported as there is disease progression with aortic neck dilatation, 24 mm in diameter at the renal arteries and 29 mm in diameter 12 mm below the renal arteries. There is severe tortuosity in the iliac vessels. It was reported that five years ago the film review revealed that the stent graft had migrated 10 mm distally but no type I endoleak and no intervention at that time. There is another manufacturer¿s self-expanding stent in the contralateral side at the gate, which was implanted due to the slight amount of thrombosis within the stent graft on an unknown date. The patient presented for a routine follow up. A recent CT demonstrated that the stent graft had continued to migrate into the aneurysm sac with a type I endoleak. Another manufacturer¿s aortic cuff, 26 mm x 44 mm was implanted to resolve the stent graft migration with a type I endoleak. There is also a type ii endoleak coming from the hypogastric artery, which was treated with coils. The physician elected to bilaterally reline the iliac limbs with two endurant iliac limbs 16x93, as the physician saw an unknown endoleak (which per the physician stated most likely related to the type ii endoleak), but the physician wanted to treat the patient since the patient was already having a procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (thrombosis, migration, endoleak), patient¿s condition affected effectiveness of device (anatomy related; disease progression with aortic neck dilatation, type ii endoleak and severe tortuosity in the iliac vessels). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression with aortic neck dilatation, type ii endoleak and severe tortuosity in the iliac vessels).